Event description:
In addition, it was confirmed that the patient was receiving stimulation to their painful areas on their left side. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Analysis of the returned lead model 39286-65, serial #(B)(4) showed no anomalies.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer¿s representative reported that during the implant procedure, the physician attempted to implant the lead component but when tested with a ¿nuero monitor¿ there was no response on the patient¿s left side (response only on the right side). The physician repositioned the lead several times and believed it was appropriately placed. The representative had programmed every electrode with pulse width at 1000 but there was still no response on the patient¿s left side. Everything was fine with the impedance testing. The physician believed that the lead was faulty and used a different lead which gave the patient ¿perfect¿ coverage. The issue was considered resolved at the time of report. The patient status at the time of report was noted as ¿alive ¿ no injury¿. If additional information is received, a follow-up report will be sent.